Event description:
Surgeon reported that the luer lok attachment detached from the syringe during use, it was reported that a vitrectomy was required on a few cases. He reported that the pts' overall outcomes were fine. Additional info has been requested.